Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72), a benchmark bmx96 access system (bmx96), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician placed the bmx96 into the patient. While advancing the red72 over the microcatheter and guidewire through the bmx96, the physician experienced resistance. The red72 would not advance past the carotid siphon. It was reported that the physician thought that the red72 reached the face of the clot. The physician then removed the microcatheter and guidewire and initiated aspiration. However, it was noticed that no thrombus was being removed and after two minutes under aspiration the physician began to retract the red72. Subsequently, resistance was encountered, but then the physician felt a reduction in resistance and was able to remove the red72. After removal, the physician noticed that the distal end of the red72 was unraveled but remained intact. Therefore, the red72 was not used for the remainder of the procedure. The procedure was completed using a penumbra system red 68 reperfusion catheter (red68), the same bmx96, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.